Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found tip clamp slightly bent. Fse replaced the tip clamp then checked and cleaned all the others. Fse verified proper x-arm calibration, replaced broken tip and retaining clip. The instrument was tested without further problem and it was returned to expected operation.